Event description:
On (B)(6) 2015, a patient was being implanted with a tm revision shell. It was reported by the surgical team that when they opened the outer foil bag of the product, they observed multiple small holes in the bag. They proceeded to open the next inner foil bag and observed the same type of small holes. The customer did have an alternate tm revision shell available as they had already fixed an augment in position in the acetabulum, so they continued with the procedure by sterilizing the implant in their autoclave and implanting it in the patient. Surgery time was extended approximately 2 hours. There is no indication of patient harm throughout this event.

Manufacturer narrative:
The customer's observation of perceived pin holes was evaluated by zimmer biomet tmt upon return of the outer foil pouch (no other components were received). It was observed, that there were multiple occurrences of a tear in the foil layer; however, upon closer examination under a high definition light microscope, it was evident that the poly film layer, which seats below the foil layer, was intact. It was therefore established that the outer foil packaging was not compromised and was in fact perceived as pin holes. Since the inner foil packaging was not returned, it cannot be confirmed if the inner pouch had been compromised. The double foil pouch system ensures that if one barrier is breached, the second barrier will maintain the sterility of the product. The foil pouch is not just a layer of foil, but rather, 3-4 layers of material (consisting of polyester, polyethylene, ionomer and a heat seal coating. In order for a perceived pinhole to lose the bacterial barrier, all layers would need to be breached at a single point. A review of pertinent documentation records (i.e., burst testing records, incoming inspection and lot burst testing records, device history records (DHR)) indicates that the inner and outer foil pouches were sealed and packaged to the correct manufacturing specifications at the time of release. Based on the evaluation conducted, the root cause of the event is unknown.

Event description:
On (B)(6) 2015, a patient was being implanted with a tm revision shell. It was reported by the surgical team that when they opened the outer foil bag of the product, they observed multiple small holes in the bag. They proceeded to open the next inner foil bag and observed the same type of small holes. The customer did not have an alternate tm revision shell available as they had already fixed an augment in position in the acetabulum, so they continued with the procedure by sterilizing the implant in their autoclave and implanting it in the patient. Surgery time was extended approximately 2 hours. There is no indication of patient harm throughout this event.

Manufacturer narrative:
Investigation is in progress.